Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable from the display unit to the fan unit was re-connected to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that ventilation was not available with a fan failure message displayed. There was no report of patient involvement.